Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture a nd sensing anomaly. Also reported was that cautery was used prior to surgery.